Event description:
User received a bicarbonate result of 46.2 mmol per l for one pt sample that was reported out to the floor. The physician did not believe the result and did not act on it. A second sample was obtained from the pt and tested resulting at 20.9 mmol per l. The original sample was repeated twice giving 21.7 and 21.3 mmol per l. Sample type is plasma drawn in a green top heparin sample tube. Pt was not adversely affected. The field service rep was unable to find a cause and could not duplicate the issue. Calibration and controls were run with results acceptable to the customer. A precision check was performed to verify analyzer performance within spec.